Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('had my hysterectomy/ sharp pain they were on side where my coil was properly placed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "my essure never blocked my fallopian tube.". The patient's medical history included miscarriage. (B)(6) 2013 : currently going through testing. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thrombosis ("clot was large and was below and above knee") and dyspareunia ("hurts too much to have sex anyway"). The patient was treated with surgery (surgery done via hysterectomy). Essure was removed. At the time of the report, the pelvic pain, thrombosis and dyspareunia outcome was unknown. The reporter considered dyspareunia, pelvic pain and thrombosis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal, dyspareunia and device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('outer coil broke') and device dislocation ('migrated into my uterus') in an adult female patient who had essure (batch no. B59458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "my essure never blocked my fallopian tube.". The patient's medical history included miscarriage. (B)(6)2013 : currently going through testing. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("had my hysterectomy/ sharp pain they were on side where my coil was properly placed"), thrombosis ("clot was large and was below and above knee"), dyspareunia ("hurts too much to have sex anyway"), endometriosis ("endometriosis"), tooth fracture ("tooth fracture"), fallopian tube cyst ("tubes were full of cyst "), allergy to metals ("allergic to nickel"), inflammation ("systemic inflammation"), adenomyosis ("I had adenomyosis"), cervicitis ("cervicitis") and insulin resistance ("I have developed insulin resistance"). The patient was treated with surgery (surgery done via hysterectomy). Essure was removed on (B)(6)2019. At the time of the report, the device breakage, device dislocation, pelvic pain, thrombosis, dyspareunia, endometriosis, tooth fracture, fallopian tube cyst, allergy to metals, inflammation, adenomyosis and cervicitis outcome was unknown. The reporter considered adenomyosis, allergy to metals, cervicitis, device breakage, device dislocation, dyspareunia, endometriosis, fallopian tube cyst, inflammation, insulin resistance, pelvic pain, thrombosis and tooth fracture to be related to essure. The reporter commented: discrepancy noted for essure insertion date - (B)(6)2013 discrepancy noted for essure removal date- (B)(6)2016~ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('had my hysterectomy/ sharp pain they were on side where my coil was properly placed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "my essure never blocked my fallopian tube." The patient's medical history included miscarriage. (B)(6) 2013 : currently going through testing. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thrombosis ("clot was large and was below and above knee") and dyspareunia ("hurts too much to have sex anyway"). The patient was treated with surgery (surgery done via hysterectomy). Essure was removed. At the time of the report, the pelvic pain, thrombosis and dyspareunia outcome was unknown. The reporter considered dyspareunia, pelvic pain and thrombosis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal, dyspareunia and device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: content from social media received. The event 'medical device removal' was updated to event pelvic pain. Event of thrombosis downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated into my uterus') and device breakage ('outer coil broke') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "my essure never blocked my fallopian tube." The patient's medical history included miscarriage. On (B)(6) 2013 : currently going through testing. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), pelvic pain ("had my hysterectomy/ sharp pain they were on side where my coil was properly placed"), thrombosis ("clot was large and was below and above knee"), dyspareunia ("hurts too much to have sex anyway"), endometriosis ("endometriosis"), tooth fracture ("tooth fracture"), fallopian tube cyst ("tubes were full of cyst "), allergy to metals ("allergic to nickel"), inflammation ("systemic inflammation"), adenomyosis ("I had adenomyosis"), cervicitis ("cervicitis") and insulin resistance ("I have developed insulin resistance"). The patient was treated with surgery (surgery done via hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, device breakage, pelvic pain, thrombosis, dyspareunia, endometriosis, tooth fracture, fallopian tube cyst, allergy to metals, inflammation, adenomyosis and cervicitis outcome was unknown. The reporter considered adenomyosis, allergy to metals, cervicitis, device breakage, device dislocation, dyspareunia, endometriosis, fallopian tube cyst, inflammation, insulin resistance, pelvic pain, thrombosis and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media : reporter added. Event added as endometriosis. On 23-mar-2020: social media: new reporter and event teeth crack, tubes were full of cyst, allergic to nickel, migrated into my uterus ,outer coil broke , systemic inflammation , I had adenomyosis , cervicitis, I have developed insulin resistance, fu-up 7 and 8 processed together. On 23-mar-2020: fu-up 7 and 8 processed together. On 23-mar-2020: live f\u process- social media: new reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('outer coil broke') and device dislocation ('migrated into my uterus') in an adult female patient who had essure (batch no. B59458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "my essure never blocked my fallopian tube.". The patient's medical history included miscarriage. (B)(6)2013 : currently going through testing. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("had my hysterectomy/ sharp pain they were on side where my coil was properly placed"), thrombosis ("clot was large and was below and above knee"), dyspareunia ("hurts too much to have sex anyway"), endometriosis ("endometriosis"), tooth fracture ("tooth fracture"), fallopian tube cyst ("tubes were full of cyst "), allergy to metals ("allergic to nickel"), inflammation ("systemic inflammation"), adenomyosis ("I had adenomyosis"), cervicitis ("cervicitis") and insulin resistance ("I have developed insulin resistance"). The patient was treated with surgery (surgery done via hysterectomy and esure removed.). Essure was removed on (B)(6)2019. At the time of the report, the device breakage, device dislocation, pelvic pain, thrombosis, dyspareunia, endometriosis, tooth fracture, fallopian tube cyst, allergy to metals, inflammation, adenomyosis and cervicitis outcome was unknown. The reporter considered adenomyosis, allergy to metals, cervicitis, device breakage, device dislocation, dyspareunia, endometriosis, fallopian tube cyst, inflammation, insulin resistance, pelvic pain, thrombosis and tooth fracture to be related to essure. The reporter commented: discrepancy noted for essure insertion date - (B)(6)2013. Discrepancy noted for essure removal date- (B)(6)2016. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: duplicate case found for same patient. All the information, source document and references of deletion case (B)(4) transferred into retention case (B)(4). New reporters were added from deletion case.lot number, essure insertion date and dob was added from latest source document of deletion case. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had my hysterectomy') and thrombosis ('clot was large and was below and above knee') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "my essure never blocked my fallopian tube." The patient's medical history included miscarriage. (B)(6) 2013: currently going through testing. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced thrombosis (seriousness criterion medically significant) and dyspareunia ("hurts too much to have sex anyway"). The patient was treated with surgery (surgery done via hysterectomy). Essure was removed. At the time of the report, the medical device removal, thrombosis and dyspareunia outcome was unknown. The reporter considered dyspareunia, medical device removal and thrombosis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal, dyspareunia and device ineffective. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: fu 2 and 3 were processed together. Social media received. Reporter information added. Event: medical device removal, dyspareunia added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.